Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that unspecified bd¿ needle was bent. This was discovered before use. The following information was provided by the initial reporter: material no. Unknown; batch no. Unknown. It was reported "the needle was bent and oval shaped." Complaint verbatim: patient called to book in another delivery as he has used one injection, patient reported on the last delivery he received a faulty broken injection, patient said where the medication is pushed in it is loose and broken and the needle was bent and oval shaped, patient has discarded the injection into the sharps bin, called pharmacist to see if we can add another to the prescription but we need to query with the hospital first. No other information provided.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ needle was bent. This was discovered before use. The following information was provided by the initial reporter: material no. Unknown. Batch no. Unknown. It was reported "the needle was bent and oval shaped." Complaint verbatim: patient called to book in another delivery as he has used one injection, patient reported on the last delivery he received a faulty broken injection, patient said where the medication is pushed in it is loose and broken and the needle was bent and oval shaped, patient has discarded the injection into the sharps bin, called pharmacist to see if we can add another to the prescription but we need to query with the hospital first. No other information provided.